Manufacturer narrative:
(B)(4). Batch #. Device analysis: the analysis results found that 3 fp015 devices were returned inside its package unopened. The devices were visually inspected and no damage components were observed. The devices were fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Manufacturer narrative:
(B)(4). Only event year known: 2018. Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a vats, they are using the (B)(4) trocar and the rubber or whatever it's made of the trocar sleeve shredded or tore and fell into the patient and they had to retrieve the pieces. All the pieces have been retrieved. Case completed with same device. There were no patient consequences reported.